Event description:
Sorin group received a report that the s3 double head pump stopped and displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
The serial number was not provided. Therefore, the manufacturer date is unknown. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 double head pump stopped and displayed an error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.